Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user stopped using the ilet and reverted to a previous pump due to nocturnal hypoglycemia while working night shifts, and subsequently returned the ilet to the manufacturer after coordinating the return. Symptoms included hypoglycemia. Outcomes included no emergency treatment, no hospitalization, and no reported professional medical intervention. Investigation included review of the complaint details and return logistics. Investigation of this case revealed no device alarms or alerts reported and no device malfunction confirmed, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.